Manufacturer narrative:
Complainant name: (B)(6). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.50mm x 8mm emerge¿ balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed by simply pulling it out from the patient's body and the procedure was completed with a 2.5x12 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.